Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was calling to trouble shoot device with error 61 (non recoverable system error) control processor parameter fault. Per follow-up information received on 27aug2020, biomed stated that the control panel was ordered and would be replaced onsite.

Manufacturer narrative:
Per review, bard/bd has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was evaluated by the facility¿s biomed.

Event description:
It was reported that the biomed was calling to trouble shoot device with error 61 (non recoverable system error) control processor parameter fault. Per follow-up information received on 27aug2020, biomed stated that the control panel was ordered and would be replaced onsite.